Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort on the right side when stimulation was turned on the day following implant. The physician brought pt back under surgical intervention and repositioned the leads. The pt reported effective coverage post revision. No further pt complications were reported.